Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the suggested phenomena were presumed due to a stress problem - this was further traced to random or expected component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited a missing ke-45 (adhesive) along the light guide and elevator covers, as well as glue cracking along the c-body (distal end). There was no patient involvement.